Manufacturer narrative:
The device has been returned, and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. H3 other text: placeholder.

Event description:
The patient was undergoing a coil embolization procedure in the buttock vessel using a lantern delivery microcatheter (lantern) and ruby coils. During the procedure, the physician placed multiple ruby coils in the target location and noticed the lantern was broken at the hub. The physician attempted to remove the lantern; however, the lantern was breaking more. Therefore, the physician inserted a guidewire through the lantern and the lantern and guidewire were removed together as a unit. The procedure had ended at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned lantern could not confirm the reported break at the hub. Evaluation revealed that the device was fractured on its catheter shaft. If the lantern is manipulated during use, damage such as a kink may occur. Subsequently retracting the kinked lantern may result in the device becoming fractured. Further evaluation revealed an ovalization on the distal shaft. This damage was likely incidental to the complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.